Event description:
N/a.

Manufacturer narrative:
Additional data: b5, d9, h3, h6, h10. Corrected data: d4 (lot number), h6 (health effect-impact code). Device evaluation: upon return, visual inspection was conducted of the returned rod which revealed the distraction rod had visible score marks and had been distracted. No fretting corrosion was observed on the rod. The rod was functionally tested and was able to distract and retract with the external remote controller (erc) and the manual distractor. The length as received was measured at 380.63 mm. The minimum and maximum lengths were measured and met specification. Distraction force testing was measured and found to also meet specification. Additionally, the work order for lot#9072318aaa was reviewed and confirmed the device passed all inspections which indicated the rod was manufactured by the specified requirements at that time and met all the required quality inspections prior shipment. Based on this investigation, the reported issue could not be confirmed and no issue was found with the rod. Device records review: review of the device history records for the rod confirmed that it met all of the required quality inspections prior to release.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the rod presents with fretting. No patient adverse event was reported.